Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump wake button was unresponsive. Pump powered on after being plugged into a power source; however, the screen did not appear. Customer continued to use the pump to deliver a bolus. Blood glucose was not impacted.